Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient underwent a revision procedure and was unable to be repositioned due to placement difficulties. This product was subsequently explanted and replaced. No additional adverse patient effects have been reported.